Event description:
Customer's wife reports lancet sticks out while using the multiclix lancet device. Wife reports customer can not recall whether lancet protruded before or after firing. No accidental stick reported. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.